Event description:
On (B)(6) 2013, patient reported the buttons on the infusion device did not respond when she attempted to program a bolus. She inserted a new battery, but this did not resolve the issue. The key-lock feature is not activated. The buttons are not flat and still produce an audible sound when pressed. She reported the menu and up buttons are "worn off" and the ground plate is visible. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanently active due to external mechanical damage.